Manufacturer narrative:
It was reported on (B)(6), 2011, during the procedure, the balloon was successfully inflated to the first two sizes and then was successfully deflated. Inflation to the third size was difficult but was successfully achieved; however after inflation to the third size, the balloon could not be successfully deflated. It was also reported that an alliance inflation syringe and alliance inflation handle (upns unknown) were used in this procedure. The account confirmed there are no alleged malfunctions of either of these devices. It was reported that an alliance inflation syringe and alliance inflation handle (upns unknown) were used in this procedure on (B)(6), 2011. Visual evaluation of the returned complaint device revealed the balloon was not present on the catheter of the device. The missing balloon material was not returned for evaluation. The single lumen, the portion of the catheter inside the balloon, was found to be extremely stretched. No defects were noted to the remainder of the catheter. The complaint that the balloon detached was confirmed. The condition of the returned incident device is consistent with excessive force being applied while removing the balloon. The most probable root cause for this event is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the third inflation had been difficult but was achieved; however, after many attempts the balloon was unable to be deflated. The balloon was then attempted to be removed, and traction was felt; at this time during deflation and withdrawal, all of the balloon material of the device detached and "broke across the catheter". The fragment was stuck in the patient's throat, but was successfully retrieved with forceps. No additional damage of the device has been reported. The procedure had been completed with this cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the third inflation had been difficult but was achieved; however, after many attempts the balloon was unable to be deflated. The balloon was then attempted to be removed, and traction was felt; at this time during deflation and withdrawal, all of the balloon material of the device detached and "broke across the catheter". The fragment was stuck in the patient's throat, but was successfully retrieved with forceps. No additional damage of the device has been reported. The procedure had been completed with this cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.